Manufacturer narrative:
(B) (4). The stent remains in the pt. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant information.

Event description:
Device issue: none. Adverse event: thrombosis requiring surgery. Onset of adverse event: during procedure. It was reported that the xience v stent was deployed without an issue. The stent delivery system balloon was used to post dilate the stent. Just after the post dilatation, the pt presented with thrombosis and was sent to surgery; however, surgery was not performed due to the pt's poor health. The pt was discharged from the hospital. Though requested, no additional event or pt information is available.